Event description:
It was reported by service report that the cot will not raise or lower due to a damaged x-frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.